Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. Concomitant medical products: 620bg25 heart band, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial lead was dislodged. Dislodgement may have occurred due to tricuspid valve (tv) repair/maze/left atrial appendage (laa) ligation. When the lead helix was tested ex vivo, it did not extend and retract normally and again the physician stated it may have been stressed during the recent surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.